Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a reported glucose up to 400 and ilet high alerts, and the user described making multiple meal announcements in an attempt to lower glucose and requesting more insulin for dinner announcements; logs also reflected episodes of hypoglycemia. Symptoms included no reported clinical symptoms. Outcomes included no outside assistance and no medical intervention. Investigation included review of uploaded reports, review of pump use patterns, and troubleshooting and education on appropriate meal announcement practices; the customer declined additional training and a factory reset and planned to consult their clinician. Investigation of this case revealed inappropriate use of meal announcements as correction leading to variable glucose control, without evidence of infusion site leakage on a 23-inch 6 mm contact detach set and without device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement behavior.